Manufacturer narrative:
Action: analysis and retention testing. Investigation: data analysis: date: (B)(4) 2013, inratio: 5.0, lab: 1.4, poc: 1.6, mean: 2.67, confidence limits: 1.7 - 3.8. None of the inr results fell within the confidence internal; accuracy criteria were not met. Retention testing: in-house therapeutic donor testing was performed on reported lot #305771 on (B)(4) 2013. Results as follows: donor: 205, inratio: 2.4, 2.4, 2.4, reference: 2.59, bias threshold: 1.59 - 3.59, %cv: 0.00; 201, 2.8, 2.9, 3.2, 2.61, 1.61 - 3.61, 7.02. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and passed the precision criteria. No further investigation was required. Conclusion: the client's inratio and lab data were assessed and were found to be inaccurate within the documented variability for inr testing. In-house testing of retention materials determined that the strip lot continued to meet accuracy and precision criteria. No product deficiency was established. Product support did not determine a root cause for the unexpected inratio results. As of (B)(4) 2013, (B)(4) discrepant complaints were reported for strip lot # 305771, yielding a complaint rate of (B)(4). This rate did not exceed the qa action threshold; therefore no further action was required. This complaint type and the lot number remain subject to routine tracking and trending.

Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory ir result and an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 5.0, laboratory inr: 1.4, poc inr: 1.6. The time between testing was within minutes. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.